Event description:
It was reported by the customer ¿we are currently using a sub for our usual power injectable port needle. Staff had recently accessed a 4 year-old patient¿s port with the size of needle they would normally use for this patient (20g ¾ inch) and found that the needle was slowly inching out of the patient¿s port, particularly with arm movement. The staff reported that the needle didn¿t seem to seat into the bottom portion, locking into place.¿

Manufacturer narrative:
The date of event was not provided by the complainant/ reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.